Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check clutch plunger lever. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned. The device was received damaged. Visual inspection, physical damage was found on the device, the right plunger case and bottom case was cracked. As a result of checking the log, revealed check clutch/plunger lever. Based on evidence and investigation, the complaint allegation was determined to be due the clutch halves and lead screw slipping, normal wear. Both the clutch halves and lead screw were replaced.